Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: e-23 error on the l-11. E-23 is led failure - auto light mode. The light is bright but has a pink/purple hue. Salesforce case number (B)(4). [Update - 10 minute delay while switching out the l11. Unable to confirm if white light image was still available. No loss of light.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a green connector clip is bent open on the main board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.